Manufacturer narrative:
Additional procode = dro. The reported malfunction of "defib disabled" was observed during initial testing. However, the device was put through extensive testing including bench handling, power cycling and defib functional stress testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The reported malfunction of "pacer disabled" was not replicated or confirmed. The device was put through extensive testing including pacer functional stress testing without duplicating the report. Review of the device activity logs did not show any evidence of pacer failure related messages. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.